Manufacturer narrative:
Model number provided is for toothbrush handle. The incident occurred on the brush head which is an accessory. The serial number of the brush head was not provided. Device manufacturing date not available due to the brush head not being returned.

Event description:
Consumer called stating that brush head is falling off of the toothbrush handle and into their mouth during use. No injury reported.

Manufacturer narrative:
The root cause of the customer's complaint is a loose coupler.